Event description:
According to the reporter, occurred during testing. The lens of the scope was broken. There was no patient involvement, no patient injury, and no medical intervention required.

Manufacturer narrative:
Evaluation summary: according to our records, the device was received by the contract manufacturer however, the device has been misplaced. Product analysis could not be performed so no root cause could be identified. A review of the device history record was not performed during this investigation as the lot number was not received with the complaint. All device history records are reviewed and approved by quality prior to release of product. Without the physical product, a definitive root cause could not be identified. Post market vigilance will continue to monitor this condition for future potential action. Should new information become available, the file will be re-opened and the investigation will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.